Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Right plunger case was cracked. The customer¿s complaint was verified: motor rate error alarm was found in event history log. The problem was narrowed down to a faulty stepper motor which was replaced. The right plunger case and display with backlight were also replaced due to no backlight. The pump passed all performance verification testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor rate error. There was physical damage reported. There was unknown patient involvement, and no patient harm/adverse event reported.